Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked and the returned battery cap was stripped. The returned battery cap was unable to fit securely to power on the pump. Using a test cap the pump powered on normally with no alarms occurring. No power issues occurred during testing. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue.